Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing was able to confirm the reported problem. The root cause was unable to be established. The device passed all functional tests after repair. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had displayed a red screen and last error code 46822 and it was found out during testing. There was no patient involvement and no patient harm.